Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified underweight, broken shell and others and red particles on the shell. A microscopic analysis was performed which identified sharp broken and non-penetrating nick, near the broken site, this condition is called surgical impact and wear abrasion. A dimensional measurement of the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp broken end due to surgical impact.

Event description:
Pharmacist reported a rupture of the device. The side is unknown. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Pharmacist reported a rupture of the device. The side is unknown. The device has been explanted.